Event description:
Patient suddenly tried to stand up from chair and the right back wheel fell off as patient was assisted as he fell to the floor. Staff snapped the wheel back on, but the concern is that it came off when there was a patient in the chair. (B)(4).